Event description:
The suspect device result was 330 mg/dl. The user took their meds and retest three hours later at 252 mg/dl. They took more meds and then felt disoriented. They went to the ER and a hospital meter was 180 mg/dl. Their device read 254 mg/dl. No treatment was provided. Controls were in range. The device was replaced and requested to be returned for evaluation.